Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported by the patient that their dexcom mobile app showed "lows" but it never alarmed her. She reported that she had a serious low and passed out and ended up the hospital (unsure how long the patient stayed in the hospital). No other information was documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. D4 model no - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported by the patient that their dexcom mobile app showed "lows" but it never alarmed her. She reported that she had a serious low and passed out and ended up the hospital (unsure how long the patient stayed in the hospital). No other information was documented. An alert/notification settings issue was undetermined. The app was not in an active sensor session on the event date as alleged, (B)(6) 2025. However, no readings/ sensor error/ brief sensor issue under an hour was found on (B)(6) 2025 in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.